Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The assignable cause was a blown 4 amp fuse. The 4 amp fuse was replaced to correct the reported condition. The user software version is 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump where the "battery won't charge even batteries have been replaced with new ones and charged over 24h". It is unknown when this condition occurred. This condition has the potential to cause an interruption of delivery. It is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.